Manufacturer narrative:
This is one event (death) reported for the same pt involving two separate products and associated with MDR # 1225714-2013-00600.

Event description:
The plaintiff's attorney alleged that the decedent expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2013-00599 and 1225714-2013-00600.

Event description:
Additional information received alleges that the patient experienced a cardiac arrest on the initially reported event date which was alleged to have been caused by the product administered for dialysis treatment.